Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified the need to replace the lemo receptacle, cable. The component was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system does not boot up and there were no images on the monitors. There was no report of pt injury.